Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (v) lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met on (B)(4) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Fifteen non-sustained tachycardia episodes with v-v intervals less than 220 ms on (B)(4) 2016; 4888 v-sics since last session 35.5 days ago.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead. Noise was observed on the rv channel. A lead replacement is scheduled. No patient complications have been reported as a result of this event.